Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test and self test. No pump error 43 alarm noted during testing. Unit functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was unable to clear the alarm. Customer was unable to complete insulin pump rewind. Customer stated that an error in the motor was detected by reading unexpected value from hall sensor. The device will be returned for analysis.